Manufacturer narrative:
Product ID: 977d260, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: 977d260, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6)2015, product type: screening device. Product ID: 3555-31, serial# unknown, product type: screening device.

Event description:
It was reported that the patient had post-operative pain when she got home from a trial procedure. The patient¿s husband removed the tap and then took scissors and cut the leads. An xray revealed that the leads were cut close to the skin, and a surgical procedure to remove the leads from the subcutaneous tissue was performed on (B)(6) 2015. The leads were successfully removed and the patient was doing fine as of (B)(6) 2015.

Manufacturer narrative:
Concomitant product: product ID 3555-31, serial # unknown, product type screening device. (B)(4).